Event description:
New probe plugged into erbe cautery unit but would not work. The cautery settings that were supposed to be displayed on the machine when the device was plugged in would not appear on the screen. Probe was unplugged and plugged in the machine again and prior result received again. New probe inserted into machine with appropriate settings appearing on the monitor. Procedure continued as planned. Manufacturer response for apc flexprobe, circumferential fire, flexible (per site reporter): equipment failure reported to supervisor technical services, erbe USA customer service. Equipment returned to manufacturer. Replacement probe to be shipped out.